Event description:
Per hcp at refill 11 cc of drug were withdrawn from the pump-there should have been 14 cc present at refill. It was noted that the drug withdrawn from the pump had a dark precipitation and a grayish white material in it. Hcp suspects that pt is accessing the pump. Pt reported they wishes to do "experiments using their explanted pump." Pt has had multiple drugs used in the pump including morphine, fentanyl, dilaudid and sufenta.